Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a short study they would like to have reviewed. The device worked without issue during the previous procedure. There was no harm or injury to the patient or user due to the alleged device malfunction. A repeat procedure will be necessary due to the alleged device malfunction. The study is being submitted for review, but no equipment is being returned. Tech support to advise if this is the same complaint.

Event description:
According to the reporter, a short study was recorded. The device worked without issue during the previous procedure. There was no harm or injury to the patient or user due to the alleged device malfunction. A repeat procedure will be necessary due to the alleged device malfunction.